Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient experienced ongoing stoma site infection. The patient was treated with unknown antibiotics. A device replacement is scheduled for (B)(6) 2021.

Event description:
Additional information received. The patient has had rash on abdomen and around the stoma since 2020. The patient had unknown oral antibiotics for 3 rounds with effect.

Manufacturer narrative:
Reference record (B)(4). Photograph displaying peg tube in situ was provided. The photograph displayed peg tubing appears significantly used. No apparent damage was observed to the visible portion of the peg tubing or external fixation plate.